Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) indicated the pump was explanted on 2017-dec-28. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified no anomalies. The returned device passed all functional testing in the laboratory. Analysis of the implantable catheter (serial # (B)(4)) identified no anomalies on microscopic inspection, the catheter was patent, and passed pressure leak testing. Initial patency testing found the catheter to be occluded, which broke loose during the decontamination process and passed subsequent patency testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the cause of the volume discrepancy was unknown. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative (rep). The patient was receiving 2000mcg /ml compounded baclofen at 557.5mcg/day and 6mg/ml morphine at 1.67mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient went in for a refill and had 9ml of drug instead of 4.2ml which was expected. The patient had a magnetic resonance imaging (MRI) scan on (B)(6) 2017. The logs were read and showed there was a motor stall (B)(6) 2017 at 11:56 and a motor stall recovery the same day at 12:31. It was unknown if the issue was resolved at the time of the report. No surgical intervention occurred and non was planned. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.